Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up arrow keypad button is intermittently unresponsive requiring multiple presses to evoke a response. The reporter denies any cracks or fissures in the pump casing. The patient reportedly wears the pump underneath clothing against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact without peeling or visible damage. Testing confirmed the up arrow, and contrast buttons had intermittent response when pressed and required multiple presses to evoke a response. The down arrow and ok keypad buttons responded appropriately when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the audio bolus button was not responsive when pressed during testing. The audio bolus button cover was removed for investigation and revealed that the internal plug contact was misaligned. The reported issue of the unresponsive audio bolus button is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is not being reported because the alleged malfunction is not likely to cause an adverse event; the issue was detected by the user and did not affect insulin delivery.